Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use this event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the "pressure was not maintained". The procedure was abandoned due to equipment complications. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure, but an equivalent is available for human use, we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.